Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient complaints about strong optical phenomenon like halos and starbursts, patient no longer dares to drive car at night. The patient was very dissatisfied after lens implantation. The patient had yag (yttrium aluminum garnet) capsulotomy. Additional information has been received from the surgeon and stated that, surgeon did not done the actual surgery for the patient and unable to give further information. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).